Manufacturer narrative:
The insulin pump alarm motor error during the basic occlusion test due to loose motor drive support disk. Unable to performed prime test due to motor error alarms. The motor was tested outside of the device, and it passed.

Event description:
It was reported that the insulin pump alarmed during manual prime. Nothing further was reported.